Event description:
A letter was received from a consumer. The letter expresses dissatisfaction following bilateral intraocular lens implant surgeries. The letter states that prior to surgery, the reporter was an avid reader and could read even the smallest print without glasses. Following the surgeries, reading is difficult and, at times, a magnifying glass is required. Additional information has been requested from the implanting surgeon. MDR # 1119421-2007-00024 -- od (right eye). MDR # 1119421-2007-00025 -- os (left eye).

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.